Event description:
A user facility in china reported that during the vitrectomy of the right eye through the posterior approach of the patient, the machine automatically shutdown without warning. It failed to restart after repeated attempts and resulted in the failure of the patient's operation. After communication with the patient, the patient agreed to stop the operation and continue after the machine was repaired. Additional information was further reported indicating that the patient was not yet under anesthesia when the shutdown occurred, and that the surgery was delayed until the next day when it was completed normally. It is unclear if this event occurred during preparation for use, or during the procedure/patient contact. Outside of the delay, no patient impact was reported.

Manufacturer narrative:
The device has not been returned. The device history record review is complete with no anomalies noted. The investigation is underway.

Manufacturer narrative:
Rather than having the device returned an engineer visited the site. When they arrived the device was being used for surgery normally. No abnormalities were detected in the post-operative equipment check. They found the operating room to be relatively humid so it was suggested that dehumidification efforts be strengthened. The product evaluation did not confirm the failure mode. The reported problem was not duplicated, and the root cause was unable to be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.